Event description:
A report was received that the patient was having inadequate pain relief due to thirteen contacts that were out on the left lead. The patient underwent a lead replacement procedure. Device malfunction was suspected with the explanted lead. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed the impedance test portion of the device functional test. However, the device would not be functioning properly due to asic-u2 damage. The surface temperature of the component measured 29.2 ºc with excessive sleep current of 5.8 ma. The patient's data showed that the battery depletion rate was in a normal range of 3.01 mv prior to the explant procedure, and escalated to 625.71 mv. This drastic change of the sleep current suggested that the device was damaged by electrocautery that was used during the explant procedure. The device failed the functional test on stimulation tests. Sc-2317-70 (sn: (B)(4)) device evaluation indicated that all cables were fractured at the kinked sections of the lead body where sutures or suture sleeve was used to secure the lead to the patient. In addition, distal array is fractured. Cables were pulled out and exposed between the electrodes #13 and #14 of the distal end. The distal array anomaly is a result of a typical explant procedure and it is not considered a failure. Sc-2317-70 (sn: (B)(4)) device evaluation indicate that the device involved in the complaint has not been returned. The complaint investigation site (cis) could not performed a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was having inadequate pain relief due to thirteen contacts that were out on the left lead. The patient underwent a lead replacement procedure. Device malfunction was suspected with the explanted lead. The patient was doing well postoperatively.